Event description:
Complainant alleged that during pt set-up, the device's display went blank upon power up. There was no indication from the complainant of any adverse effect to the pt as a result of the reported malfunction.